Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin into the reservoir and completely finished filling the insulin into the reservoir and unscrewing the plunger and then all the insulin came out. The customer was treated with high blood glucose for high blood glucose and customer declined troubleshooting for high blood glucose. It was reported that the insulin didn't come out into the pump, it was leaked onto a paper towel. Customer stated the leak was past 2nd o-ring. After troubleshooting, customer was advised to call back if issue continues. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. Also ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and no occluded.